Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided a conclusive cause for the reported death could not be determined. The reported patient effect death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. (B)(4).

Manufacturer narrative:
Dates of death, event, and implant: dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature title: pulmonary venous waveforms predict rehospitalization and mortality after percutaneous mitral valve repair.

Event description:
This is filed to report death. It was reported through a research article that from may 2013 to january 2017, 115 patients underwent percutaneous mitral valve repair. Within one year of the procedure, the mitraclip may have contributed to death. Details are listed in the article, titled ¿pulmonary venous waveforms predict rehospitalization and mortality after percutaneous mitral valve repair. No additional information was provided.

Manufacturer narrative:
(B)(4).